Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was at elective replacement indicator (eri) sooner than expected. It was noted that the patient was not feeling well and experienced bigeminy. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.